Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive at the objective lens peeled off due to stress of repeated use, or external factor such as hitting and handling of the device. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope as below. [Inspection of the endoscope] 4. Inspect the covering of the bending section for abnormality sagging, swelling, dents scratching, holes, protruding metal wire from inside, or other irregularities. 5. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8. Wipe the video connector, including the electrical contacts using gauze. Also confirm that the electrical contacts are completely dry and clean.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an air leak from the operation unit. During inspection and evaluation, the adhesive part of the objective lens peeled off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending section has a scratch, and the adhesive has a chip, due to deformation of bending tube, angulation lever does not move smoothly, due to damage on lock engagement lever, bending section cannot be fixed firmly, scratches on: the control unit, grip, switch button 1, angulation lever, right/left lever, up/down plate, video connector case, and the video connector. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.